Event description:
The device was used during a laparoscopic nessen procedure. Reportedly, the instrument did not grasp the tissue and would not cut or coagulate; therefore, bleeding occurred. The surgeon converted to a laparotomy to control the bleeding and complete the procedure. The hosp has reported the pt's condition is satisfactory.